Manufacturer narrative:
Manufacturer's investigation conclusion: the reported issue of the liquid crystal display (lcd) screen not displaying information was confirmed via analysis of the returned system controller. The system controller was connected to power and the system controller's screen was illuminated; however, there was no information displayed. The system controller was connected to a mock loop and appeared to operate as intended despite the lcd screen issue. The system controller was disassembled to inspect the internal components, and no visual issues were observed. The system controller's screen was replaced with a known functional lcd screen and the issue resolved. The system controller underwent preliminary and functional testing with the operational screen. The system controller passed all applicable testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The data in the downloaded and submitted log files did not indicate any issues with the system controller. System controller event log files contained data starting from 11:55:20 on 31jan2026, data prior to this time was overwritten due to the nature of how log files are captured. The pump maintained a speed within the low speed limit without any issues while the driveline was connected. The root cause of the system controller's inability to relay information was determined to be lcd screen damage. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿, section 3 ¿ ¿powering the system¿, section 4 ¿ ¿living with the heartmate 3¿, and section 6 ¿ ¿caring for the equipment¿) instructs the user on how to properly maintain their equipment, including the system controller. The heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller screen was dysfunctional after loss of external power event. The patient's primary system controller was swapped for their backup system controller. On saturday (B)(6) 2026, around 3:30 a.m the patient got up to use restroom and stated they accidentally pulled the mobile power unit (mpu) out of the wall outlet. After the event, they called the ventricular assist device (vad) coordinator and stated that since, the screen lights up on the system controller but remained blank. No words during alarms and no numbers were presented when pressing the square button. The patient's green circle light remained on. When they pressed the battery button, 4 bars lit up. They were also able to perform a self-test on the system controller. Log files were submitted for evaluation. The system controller event log file no longer contained data from the time of the event. The data indicated that an emergency backup battery (ebb) use count increment occurred (B)(6) 2026 0:43:23 - (B)(6) 2026 12:43:21. The ebb usage suggested that there was a no external power during those data capture periods.